Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail latch cover is bent and blocking the side rail from latching. The technician bent the side rail latch cover back into proper shape to resolve the issue.